Manufacturer narrative:
The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the most probable cause is due to a faulty charge coupled device. A device history review revealed no issues that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head exhibited bad image quality during preparation for use. There were no reports of patient harm, injury, or death.